Event description:
Caller reported experiencing a cartridge alarm 20 during the loading process. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.